Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the steps taken/will be taken to resolve the issue as "device troubleshooting, no change, powering off."

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since implant they have been having problems with the stimulator shocking their penis and their bladder. Patient said they have gone to the doctor 5- 6 times and their doctor keeps telling them they are the first person to ever hear about it and their x ray shows it is not close to their penis, and so wants the patient to get in touch with a manufacturer rep. Patient's spouse said it is horribly shocking them. Pt said the doctor told them to turn it off but when they turn therapy off the shocking goes away but they still have a sort of wound sensation. Pt said when the machine is on it feels like a bunch of yellow jackets are all over their penis stinging it. Reviewed if stimulation sensation is intolerable, turn therapy down or off until they can follow up with their doctor. Reviewed ins therapy optimization information, stim sensation information and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and ins information. Redirected to their healthcare provider ER. The patient mentioned other medical history. This included patient said their sphincter is not working so poop goes out without them knowing it and they are still having the same problems as prior to getting ins, so they wanted to go higher so it shocks up more so they get a tighter squeeze. Patient also reported their doctor is talking about removing their hemorrhoids because they think the poop is staying on the hemorrhoids and that is why they have poop stains but they use wet wipes every time they go to number 2 where there is hardly any poo on it but when they walk around or fart (they are always farting due to digestive problems) and have stains in their underwear. Patient mentioned their doctor has told them they were the first patient to ever tell them this (about shocking). Pt's spouse came on the phone and said pt has a unique medical condition their penis is inverted, it is in their bladder. Offered and sent hcp listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.